Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that, the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 18 mmol/l and the sensor glucose was 12 mmol/l at the time of the incident. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Sensor glucose was lower than blood glucose. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 12 mmol/l. Suspend on low limit in sensor settings was 3.2 mmol/l. The device will not be returned for analysis.